Manufacturer narrative:
(B)(4), date sent: 12/18/2023. D4: batch #630c79. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers, and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The events of would not open and difficult to close could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. The instructions for use do contain the following caution: the echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. To open the jaws of the instrument, release the closure trigger while simultaneously holding the release button. The reload drivers are exposed to indicate that the reload has been used. If the instrument becomes locked onto tissue and will not open by pressing the release button, the device can be opened by depressing the release button and pulling the closure trigger simultaneously. The events of damaged tissue retaining pin and would not fire should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 630c79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. B3: only event year known: 2023. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "device jammed"? Pin would not release. Would not fire. Had to open another stapler to resect the bowel and slide the other one off. 2. Did the device cut? Would not fire. 3. If the device cut/fired, was the cut line complete? N/a. 4. Did the device staple? No. 5. If the device stapled/fired, was the staple line complete? N/a. 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? N/a. 7. Did the device close? Yes. 8. Did the device fire? No. The pin engaged but stapler did not fire. 9. Did the device open? No, had to slide off tissue after resection with a different stapler. 10. Was the device difficult to close on the tissue? Yes. 11. Was the device difficult to fire? Yes, would not fire. 12. Was the device difficult to open? Did not open. Pin would not come out. Had to cut bowel to slide off. 13. On which firing did this occur? First. 14. Did the tissue retaining pin lock into the correct position? Unknown as the pin was the issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device jammed. The pin could not be released. No patient consequences were reported.